Event description:
The customer's device is reaidng high and family member gives the customer insulin and then they have hypoglycemia events. For example, the device read 202 mg/dl and 7 units of insulin was administered. The next morning pt was in bed shaking and the device read 161 mg/dl, while the emergency medical technician's meter read 40 mg/dl. Pt was then taken to the hospital. Level 1 glucose control was run and the result was out of range. The device was replaced and requested to be returned for evaluation.